Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer's device and verified that ac and dc function of the device was inoperative. After replacing power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control regarding preventive maintenance of their device. During evaluation physio-control observed that ac and dc function of the device was inoperative. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.